Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that while setting up a date stack, when plugging the evis lucera elite bronchovideoscope into the stack an error ¿scope communication error¿ was received during maintenance. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The device worked as intended. Olympus will continue to monitor field performance for this device.